Event description:
According to information received from the center, the patient developed persistent swelling at the implant site several weeks post implant. The patient also reported water drainage from their nose after the implant surgery. The patient underwent exploratory surgery in 2001. During this procedure, the patient was found to have an epidural abscess of purulent material at the implant site. When the surgeon opened the original incision he discovered the infection and elected to explant the device. Subsequent cultures were positive for staphylococcus aureus. The patient recovered and was implanted in the contra lateral ear in 2001.